Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency room after tripping and falling on their face and arm. Device interrogation revealed increased thresholds on the right ventricular (rv) lead. A microdislodgement was suspected. The rv lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.